Event description:
It was reported that a pump alarmed for a system error 345, approx 2 minutes after an infusion was started (medication, programmed amount and delivery rate unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that the system error 345 alarms were caused by a failed upstream sensor. Review of the history log shows multiple occurrences of system error 345. Add'l engineering eval found corrosive bridging on the optical sensor. Shorting of the optical sensor electrodes is a known cause of system error 345. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive can revolution. The date of event is unk.